Event description:
It was reported that the device's pacemaker cable is broken. The customer evaluated the device and received remote support from the customer care solution center, during which a pacemaker cable was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pacemaker.